Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/2016. Using the pod 5: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the pod caused irritation and puss was coming out of the skin. The patient¿s blood sugar also reached 448 mg/dl during wear. She changed the pod and gave him a correction bolus. When the pod was removed, the infection was noticed. The area was red and swollen with puss coming out of the insertion site. The mother took the patient to the doctor and he was diagnosed with an infection. Treatment included bactroban cream to use until the site was no longer irritated. He would also preventative use ¼ cup of bleach in bath water to kill off any germs. The mother had increased the basal setting by .05 at night the first day of wear. The pod had been worn on the leg for longer than 48 hours.